Manufacturer narrative:
Partial display due to cracked lcd glass. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to partial blank display. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that battery was used as per guideline. Customer stated that the insulin pump was not dropped nor bumped. The issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.